Event description:
Hemodialysis treatment in 08/2002 with complaints of nausea, heavy chest, and slightly slurred speech. Pt completed treatment and stabilized bp 187/71 on discharge. Pt presented to ER in full arrest and died. No lab work drawn. No autopsy.